Event description:
It was reported that the device was found to be in back-up vvi mode while still in the box. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).the reported backup vvi was confirmed in the laboratory and was due to a parity error. The device was tested on the bench and the error was able to be reproduced during temperature testing. The cause of the parity error was believed to be an anomalous component on the hybrid.